Event description:
It was reported that the caller discussed a patient who needed to have a revision done because one of their implantable neurostimulators (ins) was ¿dead¿ and the other ¿did not work.¿ the caller did not have details as to which device was experiencing which issue. The caller was on the way to meet the healthcare professional (hcp) on the date of report to discuss a plan for revision. The caller noted that the need for revision was discovered a couple months ago during a reprogramming session. It was noted that the patient had multiple leads and it was not clear which leads were attached to which ins. The caller wanted to review options for the revision. The life of the leads was discussed, replacement considers and pain coverage but it was noted that it was ultimately up to the hcp. Additional information received reported that the stimulator ¿on the left¿ would be removed from the abdomen because it ¿did not work.¿ it was noted that the procedure had not been scheduled as of (B)(6) 2014. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 3487a, lot# l35967, implanted: (B)(6) 1995, product type: lead. Product ID: 3487a, lot# l35967, implanted: (B)(6) 1995, product type: lead. Product ID: 7496-51, serial# (B)(4), implanted: (B)(6) 1995, product type: extension. Product ID: 7425, serial# (B)(4), implanted: (B)(6) 2000, product type: implantable neurostimulator. Product ID: 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type: programmer. (B)(4).

Event description:
Additional information received reported that the patient had the oldest itrel and the two perc leads removed. It was stated that a manufacturer's representative attended the procedure with the hcp. It was stated that it was done (B)(6). It was stated that the analysis of his system was conducted to decide that it was not functioning well. Additional information received reported that no product would be sent back to the manufacturer. It was stated that the manufacturer's representative "was not sure why exactly the stimulator was removed except that it was not working for the patient anymore". It was stated that the patient was doing ok as far as the manufacturer's representative knew, and that they had not heard anything else about the patient.